Manufacturer narrative:
The navio bone screw driver, part number pfsr110164, used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. The provided product identification information (part number, s/n, lot) did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a mechanical component failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio ukr procedure, a navio bone pin driver broke outside the patient. Nothing fell in the patient. All pieces were retrieved. The procedure was successfully completed with a delay of fewer than 30 minutes using a back-up device. No patient injury or other complications were reported. This is the third of three events.